Manufacturer narrative:
On march 11, 2024, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample revealed that the sm hps dv 290cc breast implant had a crease/fold on the posterior view. In addition, a tear was noted within the crease measuring approximately 0.3 cm. The evaluation determined that the possible cause of the rupture was consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: pc-001543184 information in section h10, as well as section h6 coding, should have included information to reflect mentor's receipt of the impacted device on march 06, 2024. The following information paragraph should have been included in section h10 the previous report: the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The following coding should have been included in section h6 the previous report: type of investigation: testing of actual/suspected device (b01). Investigation findings: results pending completion of investigation (c21). Investigation conclusions: conclusion not yet available (d16).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture and capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 52-year-old caucasian female patient underwent a breast augmentation revision with a 290cc mentor smooth round high profile saline breast prosthesis and experienced a deflation and capsular contracture (baker grade unknown) on the left side post-operatively, which was diagnosed with an exam. As a result, the patient underwent explantation on (B)(6) 2024, and replaced with a 225cc mentor memorygel breast implant with serial number (B)(6).